Event description:
Reportedly, the sensing test nearly always produces 0.4mv as lowest r value which seems to be incorrect! Manual sensingtest first value 0.4 mv is not representive over the complete sensing test and does not match values seen via remote monitoring.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the sensing test nearly always produces 0.4mv as lowest r value which seems to be incorrect! Manual sensing test first value 0.4 mv is not representative over the complete sensing test and does not match values seen via remote monitoring.